Manufacturer narrative:
An investigation has been initiated. Currently waiting for the return of the device for evaluation.

Event description:
"On friday night, (B)(6) 2018, the cicu requested a double lumen PICC line placement for a patient. The line was placed and the patient was sent back to their room with a moderate but acceptable amount of post procedure bleeding. On monday, (B)(6) 2018, the cicu contacted ir reporting that the bleeding had worsened after using tpa in the line and that an excessive amount of blood had been lost. It was also reported that whenever maintenance fluids were given, leaking around the access site would occurred. From the description of the problem ir concluded that the line might be defective. The patient was brought back down to ir where the line was replaced. Upon evaluating the line which had been removed, a hole within 1 cm of the hub was noticeable. The line was saved, labeled, and packaged to send to clinical engineering."

Manufacturer narrative:
The 2.6f PICC was returned for investigation and forwarded to the contract manufacturer for evaluation. The contract manufacturer conducted a record review of the reported lots. All lots were manufactured to specifications with no anomalies or non-conformances. A review of the returned device revealed the burst lumen was visible to the naked eye. The lumen was further reviewed and found to have no blockages and all dimensions were within specifications. The root cause of the burst lumen cannot be determined.